Event description:
It was reported that the pump exhibited error code 46876. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. A visual test was performed and the reported issue was confirmed. The cause of the reported issue was due to a non-volatile random access memory. As a result, the upstream occlusion seal and sensor were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.